Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping mete does not turn on. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The alleged issue began on (B)(6) 2010 (time not specified). The patient manages her diabetes with an insulin pump. Prior to the alleged issue, the patient indicated she was experiencing symptoms of low blood glucose; specifying she felt weak and unable to think clearly. The patient, however, also clarified that at the time of the alleged issue she also had the flu and was not sure if her symptoms were related to the flu or to low blood glucose. Following the alleged issue (at 9am), the patient stated she tested with her secondary (onetouch ultra) meter and obtained a blood glucose result of "4.0 and 4.1 mmol/l". In response to her readings (with the onetouch ultra meter), the patient stated she drank sugar water. The patient indicated she did not administer additional treatment since, she was feeling ill due to the flu, and soon after went to sleep. The patient indicated she did not turn off her insulin pump prior to going to sleep. At approximately 5pm, the patient allegedly "passed out" and the patient's neighbor contacted the emergency medical services (ems). It is not known if the patient obtained a blood glucose result with the ems's meter; however, the patient reportedly was administered a glucagon injection by the health care professional. The patient stated she was not transported to the hospital. During troubleshooting, the csr noted patient was using the correct test strip. The patient denied trauma to the subject meter. Replacement products were sent to the patient. Although the patient was treated for severe hypoglycemia by an hcp, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged issue. In addition, the patient was able to administer self-treatment based on the results from her secondary meter after the alleged issue occurred. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
(B)(4) device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.